Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a poor image was not confirmed. However, device evaluation found that the charge-coupled device had failed and there was no image. Additional evaluation findings were as follows: loose scope mount and a buckling cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head had a poor image. The issue was found during pre-use inspection. Inspection and testing of the returned device found that due to a charge-coupled device failure there was no image. The intended procedure was completed with a similar camera head. There was no report of delay or patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image failure occurred due to a charged coupled device failure. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.